Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging an issue with loss of prime two times within one week. No further information was provided and the reporter was not able to troubleshoot the issue with animas customer technical support (cts). Cts attempted to contact the reporter again multiple times to complete the troubleshooting of the issue, but the reporter did not respond. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The primary product involved in the complaint has been clarified by the reporter during follow up communications; the primary product was determined not to be the insulin cartridge, but rather the infusion set. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer. Please consider this complaint completed/closed.